Event description:
The customer experienced an ongoing issue with the ion selective electrode (ise) module. She received analyzer alarms and questionable results for two patient samples. The samples were repeated on cobas c501 analyzer, serial number (B)(4). Patient sample 1 initial chloride result 116.0 mmol/l with a data flag and the repeat result was 91.8 mmol/l with a data flag. Patient sample 2 was from a (B)(6), female. The initial sodium result was 129 mmol/l with a data flag and the repeat result was 136 mmol/l. The initial results were reported outside the laboratory. The repeat results were believed to be correct and corrected reports were issued. The patients were not adversely affected. The sodium electrode lot number was p70 with an expiration date of 02/28/2013. The chloride electrode lot number was c98 with an expiration date of 06/30/2013. The field service representative determined there was a worn out seal and replaced it. He also suspected the sv26 valve was partially occluded and he flushed the valve. To verify the analyzer operation, he performed initialization, reagent prime and ise checks which were successful. He ran successful calibration and precision testing with results within specifications. The customer ran calibration and qc which were within specifications.

Manufacturer narrative:
The investigation could not determine a specific root cause. The most probable reason for the event was the issue with valves found by the field service representative. As a result of this issue, the flow of the liquids in the ise electrodes and reference electrode lines would be disturbed causing a missing separation by the air bubble between samples.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.